Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device was out of calibration. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the lower case was broken, both bail covers were missing, the ring cover was missing, one case screw was missing, the battery contacts were compressed, both bails were missing, the ring was missing, the keyboard was scratched and the serial number label was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.